Event description:
The high lead impedance was detected after recent implant surgery on (B)(6) 2014.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. Manufacturing device history records were reviewed. Review of the generator and lead device history records confirmed all quality tests were passed prior to distribution. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized.

Event description:
It was reported that the patient had surgery and the surgeon tightened the lead pin into the generator header which resolved the high impedance. After doing so, diagnostics were within normal limits.

Manufacturer narrative:
Describe event or problem, corrected data: the initial report inadvertently reported this information incorrectly. The surgery on (B)(6) 2014 was an initial implant.

Event description:
It was reported that high lead impedance was found upon diagnostic testing after having recent generator replacement on (B)(6) 2014. Ap chest and neck x-rays dated (B)(6) 2014 were reviewed by the manufacturer. The connector pin does not appear to be fully inserted inside the connector block, but since there is no lateral view and the quality of the images is poor, it is difficult to assess. The feed thru wires appear intact. The lead wires at the connector pin can be visualized and appear intact. Lead is present behind the generator and cannot be assessed. Based on the images seen, there appears to be no gross discontinuity and it is unable to be confirmed that the lead pin may not be fully inserted into the generator header. Though the quality and angle of the images makes this inconclusive. The possibility of a micro fracture in the lead cannot be ruled out. Although surgery is likely, it has not occurred to date.